Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Upon interrogation the device showed an alert message of high voltage lead impedance out of range. The patient presented to the clinic a few days later with the same issue. The svc coil was programmed off. The patient will be monitored.